Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After inspecting the instrument, the cse found no visible evidence of source of smoke. The cse proactively replaced the power supply assembly and performed a functional test, which passed. The cse ran quality control (qc), resulting acceptable. A siemens headquarters support center (hsc) specialist determined the components in the power supply are flammability rated, which means that they will not catch fire when they fail, therefore, eliminating the risk of catching fire. The hsc specialist concluded that the power supply had reached end of life. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported a smoke smell coming from the laboratory. The operator of an advia centaur xp powered off the instrument. The laboratory fire alarms were set off by the smoke, after which the laboratory personnel evacuated the premises there are no reports of injury to staff, damage to property, or impact to patient samples or results.